Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website posting blood glucose issue. The customer experience blood glucose in the range of 50-425mg/dl. It was reported cracks by the reservoir compartment, batteries being rejected, and no delivery alarms. Customer declined to be transferred to the helpline for assistance. Attempted to contacted the customer at the phone number listed in order to further discuss the post received by medtronic but, there was no answer, left voice mail with helpline information. The medtronic helpline solutions team will make an additional attempt to contact the customer at a later time. The product will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Insulin pump passed self test, device error test, off no power test and all operating currents tested within the specific range. Cracked reservoir tube window corner noted.